Manufacturer narrative:
Correction of outcomes attrib to adv event, b2 field. This investigation will be updated should further information be provided.

Event description:
It was reported that, shortly after implant, the system with an implantable cardioverter defibrillator (ICD) and a right ventricular (rv) lead exhibited high out of range pace impedances on the rv lead. A connection issue was found, so a procedure was performed to advance the rv lead slightly into the header of the ICD. Some years later, the rv lead showed high, out of range shock impedances. The device was reprogrammed to all shocks at max in rv coil to can. A defibrillation threshold test was recommended but was not completed according to the field representative. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, shortly after implant, the implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedances on the right ventricular (rv) lead. Values were greater than 3000 ohms. A connection issue was found, so a procedure was performed to advance the rv lead slightly into the header of the ICD. At this time, measurements have been stable and the system remains in service. No additional adverse patient effects were reported.